Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: although the lot number of the device is unable to be confirmed as a legible photo of the device patch was not provided, visual analysis of the photographs was performed and identified brown particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "capsular fibrosis grade iii" further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported right side pain and capsular contracture, baker grade 3. Device has been explanted.